Event description:
It was reported that the right ventricular (rv) lead was exhibiting high thresholds, high impedance, oversensing short intervals and decreased sensing due to possible fracture. The lead was capped. The attempted replacement lead was exhibiting high impedance measurements due to possible fracture and the helix would not extend or retract. The lead was withdrawn and a new lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. It also indicated that the criteria for the right ventricular lead integrity alert (lia)were met, the impedance trend on the rv (right ventricular) pacing lead was rising and that oversensing was present due to non-physiologic signals/sic (sensing integrity counter). Analysis comments included 10 non-sustained episodes and 5 lead failure predictor episodes of <(><<)>220 ms ventricle to ventricle cycle are recorded between (B)(6) 2013. 8674 of 8675 lifetime ventricular sic occurred since (B)(6) 2013. A lead integrity alert (lia) triggered on (B)(6) 2013 due to meeting the conditions for non-sustained and ventricular sic. The ventricular pacing impedance rose from an approximate baseline of 825 ohms the week ending (B)(6) 2013 to >1400 ohms the week ending (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.